Manufacturer narrative:
Even date: the event occurred on an unspecified date of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port weld. This was identified during setup and preparation of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: november 20, 2019 - november 21, 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected and appeared to be leakage from the spike port weld front side of the sample. Based on the zoomed in area of the video a stream of the white solution was dripping out from the spike port weld area front side of the bag. The reported condition was verified; however, without the physical sample the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.